Event description:
A report was received that the patient was having charging issues. The patient will undergo a pocket revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient was having trouble keeping the ipg charged and wanted to have an MRI ipg. The patient underwent an ipg replacement procedure per patient's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a pocket revision procedure wherein the ipg will be replaced and relocated.